Manufacturer narrative:
(B)(4). D10: 51-109070 tloc 133 mp sp t1 pps ho 7x99 j7635314. Suggested component code: mechanical (g04) ¿ stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after opening the implant that the inside of the package had been damaged as if the implant was moving around inside. It was reported after opening the stem, particles were present and assumed to be metal but could not be determined.it was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. The following sections were corrected: d1; h6 component code. The device was returned for evaluation with no packaging. No damage to the device was noted. Visual evaluation of the provided photos identified damage to the sterile packaging (pouch) with the presence of black porous coating debris. Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.